Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, before going to sleep, the patient started to feel itchy and had redness in the area where she had inserted the dexcom sensor. When the patient woke up, she experienced redness all over her arm, face and mouth, felt itchy all over her body, and had pain and discomfort. The patient reached out to dexcom and was advised to remove the sensor immediately and to contact a doctor. The patient stated she did not take any other medication that could have caused the reaction. At the time of the call the patient stated that she also started to feel breathless. There was no photo provided. There was no treatment documented, but the patient had not yet seen a healthcare provider. There was no documentation of further medical intervention. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available